Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed. The device was not returned for investigation. As per the clinical details, the cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided.

Event description:
The complainant reported that the 65-year-old male patient developed a hematoma at their access site during impella 5.5 support. The heparin drip was halted as a result of the noted condition. Support with the implanted pump continued following the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿